Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
The customer reported that they are experiencing approximately 2-3 events per week that causes the patient's to not receive their antibiotic therapy as ordered due to the secondary tubing set not infusing properly. The tubing set-up is described as the secondary tubing set infuses via gravity after it is piggybacked into the primary IV infusion. The secondary infusion was set at an unregulated infusion rate as there was no pcu or pump module infusing the secondary infusion. A bd employee provided the customer tip sheets, educational videos, hands-on training tasks and how to program a secondary infusion instruction while using the alaris pump, as well as, offered a clinical practice consultant site visit in which the customer has not responded. There was no report of patient harm.

Manufacturer narrative:
Correction: section a.2: patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient; h.6 unable to determine the cause of the customer's reported complaint because the product has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that they are experiencing approximately 2-3 events per week that causes the adult patient's to not receive their antibiotic therapy as ordered due to the secondary tubing set not infusing properly. The tubing set-up is described as the secondary tubing set infuses via gravity after it is piggybacked into the primary IV infusion. The secondary infusion was set at an unregulated infusion rate as there was no pcu or pump module infusing the secondary infusion. A bd employee provided the customer tip sheets, educational videos, hands-on training tasks and how to program a secondary infusion instruction while using the alaris pump, as well as, offered a clinical practice consultant site visit in which the customer has not responded. There was no patient harm.